Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
A healthcare professional reported rupture of the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: . Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: brown particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported rupture of the left side. The device has been explanted and replaced with a non allergan device.

Event description:
A healthcare professional reported rupture of the left side. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Additional, corrected and/or changed: a.2, a.4.